Manufacturer narrative:
Analysis was able to confirm that the display screen was not working correctly. The display was damaged. Analysis also noted that the lower case was broken, the main printed circuit board (pcb) was out of electrical specification, and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The firmware was also updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display screen was not working correctly. The epg was returned for service. There was no patient involvement.